Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. The patient and user facility information were not provided. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00675, 00676. This event occurred in the (B)(6).

Event description:
Allegedly per (B)(6), the patient was revised due to malalignment.